Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had a noise warning and high impedance out of range warning. The lead was suspect of a fracture. The lead was programmed off. The lead was removed. A new lead was implanted. No further patient complications have been reported as a result of this event.